Manufacturer narrative:
Alleged failure: I started a procedure today and the scope was clary, about halfway through the procedure we went to put another scope on it was totally black. Is with the first time we used them. I'm nervous it may be the 165 length not very durable. I'll give you more updates tomorrow salesforce case number (B)(4) update: no alleged deficiencies for additional scopes added to complaint sn: (B)(6) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a loose component inside the scope that causes the image of the scope to become cloudy and have a foggy appearance. This may have been caused by rough handling during sterilization or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image during procedure.